Event description:
A talent captiva stent graft system was implanted in a patient for the endovascular treatment of an 8.1 cm x 7.8 cm descending thoracic aortic aneurysm approximately three months ago. Vessel morphology was reported and areas of calcification. The device is part of a clinical trial. It was reported that the patient had a stroke, date of onset is unknown. The patient was hospitalized. The investigator's assessment states that the cva/stroke was not related to the device, procedure, or thoracic aneurysm/disease. No further information has been provided. The talent captiva device is not marketed in the united states; however, it is similar to a device that is marketed in the united states, the talent thoracic stent graft.

Manufacturer narrative:
(B)(4). Results: cva.